Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 121 mg/dl. The customer stated that he received an unexpected restart alarm, changed the battery and the screen is now blank. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer will be sent a new battery cap as it does not seem to be fitting well. The customer was advised to monitor the pump and call if issues recur.